Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested (B)(6) for (B)(6) (3 cfu/100ml). This microbiological test result meets the target level of the (B)(6) guideline, (B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. The target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for pseudomonas aeruginosa (18 cfu) and rhizobium radiobacter (6 cfu). The user facility reported that the subject device had been reprocessed using soluscope 4, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.